Event description:
Customer reported a leak at the connection between the primary IV administration set and the y-connector extension set. The extension set was replaced and the infusion continued without incident. No patient harm reported, and no other event details available. The extension set was received. The investigation is on-going. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
Manufacturer's report date: 1/28/2009. Patient information requested, and all available information is included. This report was filed by the MFR.